Manufacturer narrative:
The insulin pump was received with compromised force sensor alarms during the prime/compromised force sensor alarm test at 4.0lbs due to moisture damage at the force sensor resistor. The pump was found with a corroded motor home switch. The pump was returned with a missing end cap sticker. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer's mother reported via phone call that the customer had a compromised force sensor system alarm on the insulin pump. Customer's blood glucose was 328 mg/dl. Caller stated that the customer is not connected to the pump and has not treated. Caller stated that the pump was not dropped or bumped prior to the alarm occurring. Caller stated that the drive support cap appears normal. It was explained that the possible cause of the alarm was during seating, the force sensor did not detect the reservoir. Caller was advised that the pump will need to be replaced. Caller was advised to have the customer discontinue use of the pump and to revert to a back-up plan.